Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed doing a functional check in an arctic sun device, water flow rate (wfr) was 2.7 l/min, inlet pressure (ip) was -3psi with one shunt loop connected. Biomed was getting a calibration error 1 (pre-warm bypass flow error) with actual value of 2995. Biomed provided s/n (B)(6).